Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture was visible behind the pump display lens, and the yellow o-ring of the battery cap was visible while it was attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: review of the black box data revealed record of power on reset on september 29, 2014 as well as an alarm (054). On examination the pump case was intact without damage. The audio bolus button cover was noted to be detached from the pump. A leak test revealed moisture ingress at the audio bolus button due to the missing button cover. The pump powered on normally and was exercised for 24 hours without any interruption or loss of power and no alarm. The pump was opened for investigation and revealed evidence of moisture contamination to the pump¿s interior. Unrelated to the original complaint, the display was found to be dim and discolored.